Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown trial inserter. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
Surgeon went to use the 52 tritanium window trial and the inserter for the trial did not thread properly onto the inserter.